Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the a device malfunction. A patient outcome of no complications was reported.